Event description:
A customer called and stated that their AED was reporting a "replace battery pack now warning". They reported this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the device with the customer determined that the device's pads and battery pack were both expired. The cause for the AED battery pack warning was related to a failure to maintain the AED.